Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour next meter was tested with the in-house contour next test strips from lot # 9jpeg11a, which gave a satisfactory performance.

Manufacturer narrative:
The customer returned both suspected contour next meters for evaluation. No test strips were returned. Therefore, the returned meters were tested with the in-house contour next test strips from lot # 9jpeg11a, using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. The customer's age and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #. This event is related to MDR # 1810909-2020-00285.

Event description:
An advocate from (B)(6) reported that the customer obtained blood glucose readings of 33.3 mmol/l on two separate contour next meters. Repeat testing was performed with both contour next meters and readings of 7.6 mmol/l were obtained. All readings were obtained within 10 minutes. The customer stated that three of four readings were obtained with lot # 9jpeg11a and one of four readings was obtained with lot # 9apeg13a. The customer had no symptoms of hyperglycemia. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kits were sent to the customer.